Event description:
It was reported that pump touchscreen became cracked and shattered after pump fell into recliner and chair smashed screen, which left display illegible and touchscreen unresponsive so customer could not use pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty, confirmed shipping details, instructed customer to allow battery to fully deplete and return damaged pump within 10 days using provided materials, and advised customer to re-enter pump settings and reconnect continuous glucose monitor once replacement pump was received.